Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an endoprosthesis implant procedure. Reportedly, no suture was attached to the needle when the plunger was removed. The sutures of a second device was successfully placed. A third proglide device was used and reportedly no suture was attached to the needle when the plunger was removed. The sutures of a fourth proglide device were successfully placed. Hemostasis was achieved using the sutures of the second and fourth proglide devices. Minimum bleeding remained that was tissue tract oozing. Adjunctive compression was applied to stop the oozing. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Additionally, one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. Based on visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The third perclose proglide device referenced, is filed under a separate medwatch MFR number.

Event description:
Subsequent to the filing of the initial medwatch MFR report, additional information was received: the access site was the right common femoral artery. The sutures were placed using the pre-close technique. The sheath size at the time of suture placement was 6f. Adjunctive compression was held for 2 minutes. The physician is trained in the use of the proglide device and established in the pre-close technique.